Event description:
It was reported that after device implantation of (B)(6) 2015, in situ measurements showed electrode channel 10 with status hi. At subsequent mapping appointments channels 11 and 9 also showed status hi and recently channel 12 was deactivated due to no auditory perception. Diagnostic imaging is reportedly not available. Further troubleshooting is to be conducted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: based on the received information and telemetry data, it is assumed that the active electrode has partially migrated out of cochlea. Imaging is planned but no date has been scheduled for it. Latest information states that at this point there has been no further movement with this patient. The concerned device remains implanted and in use.

Event description:
After implantation on (B)(6) 2015, channel 10 had high impedance. At subsequent mapping appointments channel 11 and channel 9 also became high. Last monday channel 12 was deactivated due to no auditory percept. An implant check will take place on (B)(6) 2015. The implant registration card states that the electrode was completely inserted, the implant was not fixated and that ossification was present. Latest information states that at this point there has been no further movement with this patient. She remains implanted with no explant date planned.